Event description:
Pulse generator #8416 (implanted 1/17/92) and ventricular lead #4004 (implanted 1/17/92 replaced with pulse generator model #8960, ventricular leads model #5068, (9/29/98) due to insulation breakdown.